Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
The patient received a device alert and presented to the clinic for follow-up. The device was interrogated which indicated the lead impedance was elevated. X-ray images were sent to (B)(6) technical support which confirmed externalized conductors. The device was capped and replaced .the patient is in good condition and received no inappropriate therapy.